Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient had a fall in (B)(6) 2016 where both of his legs gave out and he fell forward. After this the patient noticed that the programmer had poor communication. The patient was also unable to communicate with the recharger; he couldn't connect with either one. The patient last felt stimulation and last successfully recharged two to three weeks ago. The reason for not having recharged was that the patient recharged intermittently. It was noted that sometimes the patient's right leg gave out on him. The patient also had back pain and said that he was in constant pain. The patient also reported a pulling sensation in the mid-back that began in (B)(6) 2015. He went to the local emergency room and was given some oxycodone. The patient noted that the issue would resolve if he stopped smoking. Due to the medication, the patient could not remember whether or not he fell at this time. The patient was to follow-up with his health care provider. Additional information received from the patient reported that he had not scheduled an appointment, but had left a message for a manufacturer representative. The patient stated that he didn't really know if the pulling sensation was related to his device. He thought that he was reaching for something when he felt the pulling but wasn't sure because of his short term memory loss. Additional information has been requested regarding troubleshooting and outcome but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.